Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Visual evaluation of the returned driver revealed its hexalobe tip broke off. Broken portion not returned. Broken ends have signs of torsional failure. No other anomalies observed. The device met all dimensional specifications as received. Complainant's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
Tip of driver broke off in screw during tightening. Not retrieved from patient. Ankle fx.